Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation

Event description:
The customer reported that a resident fell from a concerto shower trolley during daily hygiene activities. After the resident was placed on a stretcher using a milteco rail lift, the resident was prepared for dressing. During a side movement manoeuvre by one operator, the resident put his tucked legs over the side support of the concerto and fell to the ground. As a consequence the resident sustained frontal lacerated contusion injury requiring stitches and subsequent biocular haematomas.

Manufacturer narrative:
The customer reported that a resident fell from a concerto shower trolley during daily hygiene activities. After the resident was placed on a stretcher using a milteco rail lift, the resident was prepared for dressing. During a side movement manoeuvre by one operator, the resident put his tucked legs over the side support of the concerto and fell to the ground. As a consequence the resident sustained frontal lacerated contusion injury requiring stitches and subsequent biocular hematomas. The side support did not open during the event. The concerto device inspection revealed no malfunction that could contribute to the event. It was not possible to recreate the reported scenario. According to the information received, the resident put the legs over the side support of the concerto device and fell off the device. This indicates an incorrect position of the resident on the device. The concerto instruction for use (IFU;04.ba.05_11) states the following: "to avoid falling, make sure that the patient is positioned in accordance with this IFU." "Both caregivers need to help the patient towards the middle of the concerto/basic shower trolley." "To avoid entrapment, make sure to keep the patient¿s hair, arms and feet close to the body and use designated grab supports during any movement." The arjo device was being used for the resident handling at the time of the event. The device met its specifications, as no malfunction was found that could contribute to the event. The complaint decided to be reportable due to the resident fall reported.